Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 780 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states retainer ring = black. Patient returned insulin pump for an alleged cracked case at located on back of insulin pump and exposure to moisture observed on (B)(6) 2022. Insulin pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank display. Unable to download history files and traces using thump due to blank display. Insulin pump was cut open to perform visual inspection and found moisture damage on the electronic assemblies, corroded motor home switch and corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, cracked keypad overlay, battery tube threads cracked, pillowing keypad overlay, and corroded battery tube. Cosmetic damage on insulin pump case and exposure to moisture confirmed during analysis. Blank display was also confirmed during analysis due to moisture damage on electronic assemblies.

Event description:
Information received by medtronic indicated that insulin pump was damaged. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.